Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the ICD was electively replaced, the lead exhibited high impedance and oversensing. The lead was monitored for a couple of days at which time an episode occurred leading to a misdiagnosis. The physician believed the lead was damaged. The physician and family decided not to do another surgery. Therefore, the parameters were adjusted and the patient will be monitored.